Manufacturer narrative:
(B)(4). Evaluation summary: the rite functional test failed and the rite electrical test failed the earth leakage step. The assignable cause was a defective pump. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. There was no patient involvement.